Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: one empty opened box and nine representative samples of product code y417, lot mjk835 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-88869. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mjk835, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2019 and suture was used. During the procedure, the needle popped off of the suture. It is unknown how the procedure was completed and there were no patient adverse consequences reported. There is no additional information.